Manufacturer narrative:
The patient's age and gender have been requested but were not received.

Event description:
During an arthroscopy procedure (B)(6) using a dyonics rf-s whirlwind 90 degrees probe, the metal piece located at the distal end of the probe reportedly detached within the patient. The device fragment was retrieved. However, the detachment reportedly caused a delay in the procedure of approximately 30 minutes. The procedure was completed and no further complications were reported as a result of this event.